Event description:
Information was received from the healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported there were impedance issues on contacts 1a and 1c after implanting the lead in the brain (there were no issues when the lead was tested in saline prior to implant, and thus the surgeon felt confident the issues was not due to the lead itself). These issues would not clear even after wiping lead off, reattaching the lead test cable numerous times, and delivering stimulation at contact 1. The surgeon decided this was due to an air or fluid bubble in the brain and was happy to continue with surgery. Before closing, impedances were tried again and this time impedances were fine on contact 1 but they were high at 2c. Once again, the surgeon thought there was air or fluid and was happy to continue with closing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) provided additional information that the impedances cleared at stage 2 of the surgery, resolving the issue.